Event description:
Information received by medtronic that the customer was admitted due to hypoglycemia because the insulin pump had been giving manual boluses at night of up to 25 units. Customer stated when they had been taken off the insulin pump and are on insulin injection and the customer went down to 1.2 mmol/l. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned insulin pump for an alleged possible over delivery, bolus delivery anomaly and was hospitalized for low bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends noted and there was also no manually delivered 25 u of bolus. However, found bolus wizard delivery of dailytotalofbolusinsulindelivered = 33.55 u. 08/16/2022 10:39:12.000 normalbolusdelivered. Normalbolusamountprogrammed = 22.25. Bolusamountdelivered = 22.25. 08/16/2022 12:53:58.000 normalbolusdelivered. Normalbolusamountprogrammed = 8.3. Bolusamountdelivered = 8.3. 08/16/2022 17:04:04.000 normalbolusdelivered. Normalbolusamountprogrammed = 3. Bolusamountdelivered = 3. Per r&d engineer, the bolus was programmed and delivered by keypresses. Pump behaved as expected. There was no manual bolus delivery of 25 u bolus on mid july. However, a manual bolus delivery of 25 u were recorded on: 07/30/2022 22:59:46.000 normalbolusdelivered bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 25. Bolusamountdelivered = 25. 07/31/2022 22:21:54.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 25. Bolusamountdelivered = 25. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery and bolus delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h6 section health effect empact code.